Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited back-up vvi operation and was unable to be programmed. The device was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
The reported backup vvi (bvvi) was confirmed in the laboratory and was due to exposure to electrocautery. The device was tested on the bench and no anomalies were found. The cause of the bvvi was due to exposure to electrocautery.